Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the 2.75 x 23 mm xience v stent delivery system (sds) noted blood on the shaft, stent implant and balloon and in the guide wire lumen. There was contrast on the shaft and in the inflation lumen. There was tissue visible on and in the stent implant. This is consistent with preparation and advancement into the body. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. It was confirmed that the stent implant had dislodged from the balloon and was located on the distal shaft. There were flared proximal stent struts and mangled distal struts. The balloon was loosely folded, consistent with the reported information that the balloon was inflated in an attempt to deploy the stent. There were crimp marks on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip was slightly flared. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. The lesion site was described as heavily calcified, which likely contributed to the failure to cross and as force was applied, the tip and stent likely became damaged. This interaction likely disrupted the stent on the balloon such that it dislodged onto the distal shaft. It should be noted that the xience v instructions for use (IFU) states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Furthermore, after the initial failure to cross, the sds was re-inserted. Additionally, the IFU states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The IFU deviations likely caused or contributed to the reported difficulties. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter and a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for stent retention issues or stent damage. There is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during an interventional procedure to the proximal circumflex with no tortuosity and heavy calcification, predilation was performed to only the distal end of the lesion with a 2.5 x 15 mm rx trek. The 2.75 x 23 mm xience v rx stent delivery system (sds) was advanced and did not cross the lesion. The doctor pushed hard on the device but it would not cross so was withdrawn from the anatomy. The lesion was proximally dilated. The sds crossed and the stent was attempted to be deployed but there was no stent visible on fluoroscopy. After withdrawal with no resistance, the stent was found to be dislodged proximal to the balloon on the sds with flared struts on both proximal and distal ends. A non-abbott stent was deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.